Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown cause and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown cause and a new device was implanted. No additional adverse patient effects were reported.